Manufacturer narrative:
Results and conclusions: are based upon user info only since the involved sample was not returned for eval. Based upon testing of reserve samples. Please note that this MFR medwatch report is being submitted as a response to the attached maude event report, rec'd from FDA on june 23, 2008. There is no current info that would indicate that the reported event was related to a device malfunction or defect and there is no indication that the difficulty experienced during removal of the syringe would be likely be result in a serious injury or require medical intervention to prevent serious injury. F/u communication with the user facility confirmed that there was no injury to the pt. The involved device was not returned for eval, which limits the failure investigation. Eval of samples from the reported lot, the previous and subsequent lots did not reveal any abnormalities. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported breakage cannot be definitively determined based upon the available info, there is no indication that the event was related to a pre-existing device defect. All available info has been placed on file in quality assurance for appropriate tracking, trending and f/u.